Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturers policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. All reasonably known patient information is included in this report. Additional information provided, the device became stuck in right iliac. Accessed other groin, snared and removed, ending the procedure. The procedure was completed with the subject device. Damage was observed, the device is severed at the rx portion. Relevant tests: no tests/laboratory data was available. The implant or explant dates are not applicable to this device. Available for eval: not applicable for this device. Device was not returned to manufacturer for analysis. Device was not returned to manufacturer for analysis. (B)(4). Recall: do not apply to this submission. The instructions for use (IFU) cautions: do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic peripheral procedure, using a 6f sheath over the bifurcation, as they were going up and over the tip of the device broke off. Had to access the right side and snared the tip to retrieve it. The patient discharged as expected. This adverse event is being submitted because additional intervention was required to remove the separated portion of the manufactures device.

Manufacturer narrative:
Internal reference: (B)(4). Block h6: added codes 4721 (rod/shaft) and 4642 (additional device required).

Manufacturer narrative:
Block a5: the patient''s ethnicity and race were provided. Blocks d10 & g4: the visions pv .014p rx device was returned for evaluation on (B)(6) 2021. Block d11: concomitant devices were provided. Block h3: the returned device was visually and microscopically inspected. The distal shaft including the distal tip, distal and proximal fillets, and scanner body were detached and missing from the device. As a result, rough and sharp edges of malleable shaft material were observed. The probable cause of the reported tip separation is damage in use as evidence by the results of the returned device analysis. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. Block h10: the manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.